Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd micro-fine ultra¿ insulin pen needle malfunctioned as "needle broken in use. Remained in patients body." There was no report of surgery or medical intervention required.

Event description:
It was reported that during use a bd micro-fine ultra¿ insulin pen needle malfunctioned as "needle broken in use. Remained in patients body." There was no report of surgery or medical intervention required.

Manufacturer narrative:
Forty six sealed 31g x 8mm pen needle samples were returned from lot. No. 7228689, cat. No. 325105. Visual examination was carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use a bd micro-fine ultra¿ insulin pen needle malfunctioned as "needle broken in use. Remained in patients body." There was no report of surgery or medical intervention required.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device returned to manufacture: yes.